Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted intellis pain neurostimulator system was associated with the patient reporting a sensation of ¿hot¿ and stating that the battery was ¿getting hot in my spine¿. The patient reported that the battery was heating up while charging and that the issue was ongoing. The patient further reported a physical altercation in which a police officer kneed the patient in the back.  The patient was reported to be alive with no injury, and the implanted system remained in service. The manufacturer representative (rep) indicated they would send any further information as they become aware.